Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the implantable pulse generator (ipg) and the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.